Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. The rep indicated that the site was unable to track their microscope during a tumor procedure. The resulting delay in surgery was less than 1 hour and there was no impact to patient outcome. Later troubleshooting determined that the site had plugged the microscope cable into the incorrect active instrument port. After the port was corrected the issue was resolved. The confirmed delay in procedure was 30 minutes.